Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a blood glucose reading of 400 mg/dl. The customer had frequent urination as a symptom of her high blood glucose levels. The customer received a failed battery test from her insulin pump. Standard troubleshooting was performed. The customer's infusion sets have also broken while she was sleeping. In the past, the customer has also had occlusions inside her infusion sets cannula. The customer was advised to changer her infusion set, reservoir, and insertion site. The product is not being returned. Nothing further was reported.